Manufacturer narrative:
Insulin pump received with no button response due to torn keypad overlay. Insulin pump received with dog chew marks, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that his dog chewed through the covering of the up button on the insulin pump. Customer reported that the silver contacts were showing. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).